Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have a crystal failure. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at 2:00pm. The patient informed the cca that she manages her diabetes with oral medication (metformin 1000mg) and diet/exercise. Despite the alleged issue, the patient stated she continued taking her oral dose of medication in the morning and afternoon. The patient stated she developed symptoms of blurry vision 6-7 hours after the alleged issue began. The patient however denied receiving any medical treatment. At the time of troubleshooting, the cca noted the patient was not a first time user to the subject meter, the meter was not misused, the correct test strips were used, and the battery needed no replacing. The alleged issue was not resolved with training since the power button and test strip insertion per the owner's manual did not turn the meter on. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly became hyperglycemic after the alleged meter issue began.